Event description:
It was reported that pump displayed malfunction alarm with code malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer contacted support, received instructions to reset pump, performed reset with assistance, and did not experience recurring malfunction, so customer was advised to continue using pump and to call back if problem returned.